Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just put in a battery into the pump and she received a battery out limit alarm. Customer stated that the pump alarmed after the battery was changed. Customer was assisted with reprogramming the time, date, and fixed prime. It was found that the basal rates were still programmed. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this normal pump behavior. Customer was advised to monitor the pump. Customer mentioned that about a month ago, her pump didn't go off and her blood glucose was at 600 mg/dl. Customer had to call the paramedics and her eye was affected because her retina popped.